Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult single gripper actuation was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be file to report a gripper actuation issue. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet. During a mitraclip procedure with an ntw, the anterior gripper could not lower while grasping the leaflet. Troubleshooting was performed, and the clip was locked and the gripper was lowered again. Both grippers were able to be lowered. The clip was unlocked and the anterior gripper could not be lowered. The clip was removed and replaced. The procedure was completed with an mr grade of <1. There were no adverse patient effects or clinically significant delay. No additional information was provided.